Manufacturer narrative:
Further investigations of the complained sample were performed and it was determined the sample contained an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. This interference caused a falsely elevated ft3 value. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The investigation found that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization of the methodology used. The investigation did not identify a product problem.

Event description:
There was a complaint of questionable elecsys ft3 iii results for 1 patient tested with a cobas e801 module serial number (B)(4). It is unknown if the questionable results were reported outside the laboratory. The patients¿ samples were tested on the customer¿s e801 module and siemens centaur and then sent for investigation at a second laboratory. Please see attached data for details. All related and additional test results are in the attached data.